Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s touchscreen became unresponsive after the screen cracked, and the user reverted to manual multiple daily injections while a replacement was arranged. Symptoms included hyperglycemia with a reported peak of 200 mg/dl, approximately eight hours above 180 mg/dl, device alerts for prolonged high glucose, and trace ketones without additional medical intervention. Outcomes included temporary impairment of device function and the need for back-up therapy, with no hospitalization or acute complications reported. Investigation included complaint handling, attempts to retrieve the damaged device for evaluation, and review of user feedback and device history. Investigation of this case revealed that the original damaged device was not returned, preventing confirmation testing or analysis of the touchscreen failure. It was concluded that the device experienced a screen-related hardware malfunction resulting in loss of touchscreen responsiveness, and a replacement was issued while the warranty for the current device was voided pending return of the original unit. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.